Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than one (1) hour. The customer reported a low blood glucose (bg) level of 400 mg/dl. Transmitter was replaced to resolve the issue. No additional patient or event information was available.